Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and a photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter on the cannula with the incident lot was observed. The customer samples were evaluated by visual examination and the issue was observed. Additionally, 10 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter on the cannula was not observed. The root cause is that the IV shield was applied slightly out of alignment, coming into contact with the needle tip and removing a shard of plastic from the inside of the IV shield, which then adhered to the IV lubrication on the cannula. Based on a review of the device history record for the incident lot, qn was raised for damaged IV shields found in the finished product. (B)(4).

Event description:
It was reported when using the bd vacutainer¿ precisionglide" multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign matter on the needle."